Manufacturer narrative:
A field service engineer went to the customer site and confirmed that the speaker is broken. The speaker was replaced. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address state: (B)(6).

Event description:
The customer reported that the speaker is damaged. It is unknown if there is sound. The device was not in use on a patient at the time of the event. There was no adverse event.

Manufacturer narrative:
A philips field service engineer (fse) was onsite and confirmed that the speaker did not produce sound. The speaker was replaced to resolve the issue.